Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver therapy for ventricular fibrillation (vf) when expected. Furthermore, no electrogram (egm) was recorded for an episode. At this time the ICD has been explanted at a surgical intervention. No additional adverse patient effects were reported.